Manufacturer narrative:
Correction: this is a duplicate event of the lead issue which was previously reported in regulatory report: (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419488, 5076-52, 5076-58 implanted: (B)(6) 2008. (B)(4)

Event description:
It was reported that the patient was pacing below the programmed lower rate as seen on the external monitor strip. Post pacing t-wave oversensing (twos) was suspected. The device was explanted and replaced. It was also reported that there was intermittent loss of right ventricular (rv) capture threshold which caused the patient's heart rate to drop below their base rate. Additionally, there was high thresholds and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.